Event description:
It was reported that the pump alarmed "no disposable clamp tubing," multiple times. Reporter stated troubleshooting was performed and was unsuccessful. A continuous infusion rate of 2.3 ml/hour had been programmed, with a total reservoir volume of 75.0 ml and given volume of 31 ml. The pump was able to be successfully restarted but alarmed no disposable again after a short period. The event occurred while in use with patient at the patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.